Event description:
It is reported that the suction tubing 'yellow tip' that attaches to the yanker sucker does not appropriately secured and is loose, and that this has not happened but important to note what the concerns are of the hospital. The concern is that this could result in not being able to suction a patient when necessary and this of particular concern when extubating patients and in emergency situations.

Manufacturer narrative:
This event as described is deemed a reportable malfunction. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure). Additional information received indicates that actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on history record review did not show any significant abnormalities. There was no report of a patient affected in this case. No additional information has been provided to date. Should additional information becomes available, a follow-up report will be submitted. A return sample for evaluation is not expected.